Manufacturer narrative:
Covidien tech support troubleshoot this issue with customer over the phone and recommended to replace the graphic user interface cpu pcb. A third party organization (B)(6) is going to service the device. Covidien was not authorized to service the device.

Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a pt. The pt was not harmed or injured as a result of the event.